Event description:
Became ill in (B)(6) 2012, had elisa test for lyme in (B)(6) 2013. Results were negative. Symptoms persisted: fatigue, joint pain, muscle twitching, headaches, noise and light sensitivity, weight loss, tinnitus, sleep disturbances. Begged my doctor for a western blot test in (B)(6) 2013, had some positive bands but was told "negative." Had igenex testing in (B)(6) and was diagnosed with lyme disease at that time. I continue to struggle despite treatment. To date, I have spent nearly (B)(6) on supplements, prescriptions, physical therapy, copays and llmd charges since my lyme physicians do not take insurance.